Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that patient lost conscious and pericardial effusion was confirmed by the soundstar eco catheter. As this was the second case, only posterior wall isolation was performed, and the issue occurred after post voltage map was made. After confirming cardiac tamponade, drainage was performed and 2000 ml of fluid was removed. However, the effusion did not stop, and the patient was moved to the operating room for open chest, so the ablation procedure was closed. Progress was unknown. Atrial septal puncture was performed using rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was high flow 8.15 / low flow 2 / pre 1 / post 5. Cf monitoring methods was dashboard and vector. Visitag coloring settings : tag index. Causal relationship with the product was unknown. There were no abnormalities observed prior to and during use of the product. Additional information was received on (B)(6) 2023. The adverse event was discovered during use of biosense webster products. Cardiac drainage was performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was high flow: 8.15 ml, low flow: 2ml, pre: 1 second, post: 5 seconds. Dashboard, vector were used. Tag index was used. Additional information was received on (B)(6) 2023. Physician¿s opinion on the cause of this adverse event was the procedure. Probably the cf was raised due to effect of breath. Outcome of the adverse event was fully recovered. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used were 3mm,3s,25%3g. Additional filter used with the visitag was a respiration adjustment.